Event description:
It was reported that the communication error message resulted in a sys lock up situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply and associated cabling were evaluated and replaced. The sys was tested and found to be working as intended and put back into svc.